Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.5 x16mm drug eluting stent to an unknown vessel, but was "unable to thread stent onto ptca wire." Upon further inspection the stent looked malformed. The procedure was completed using another taxus 3.5x16mm stent. No patient injuries or complications occurred. Patient status post procedure is noted as "fine."

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.